Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the atrial channel. This resulted in inappropriate atrial tachy response (atr) episodes stored. Boston scientific technical services (ts) was consulted and further evaluation by the following physician was recommended. No adverse patient effects were reported. At this time, this device system remains in service.